Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable. Healon is not an implantable device. Section d6b: explant date: not applicable. Healon is not an implantable device. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract procedure, healon pro was inserted into a patient¿s eye. Under the microscope, a bright yellow object or material was observed in the eye, which was not present prior to the insertion of the healon product. The foreign material was removed via irrigation and aspiration. Account indicated that the procedure was not delayed and the patient appears to have no detrimental effects at this time. No material was retained for further analysis. No further information provided.